Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection performed with the naked eye noted broken occluder legs. The reported condition was verified. The cause of the broken occluder feet could not be determined; however, the damage set was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.